Manufacturer narrative:
The device was returned to olympus for inspection. There was no reported customer allegation. A root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. In addition, the most probable cause of the discovered damages is d02 - cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the visera elite iii led light source exhibited the light intensity was out of specification due to faulty led module. There was no patient involvement.